Manufacturer narrative:
Continued: e1- (B)(6). The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Physician reported left side radial folds, small amount of fluid around the implant, rounded, discreetly lobulated, circumscribed solid nodule (not device related), capsular contracture baker grade IV, and other foci of non-nodular enhancement (<5.0 mm) scattered throughout the parenchyma. Device remains implanted.